Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7073123.